Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge air bubbles were observed in the infusion set tubing. Customer's blood glucose (bg) level read "high", however, a bg value was not provided. Customer addressed bg level and resolved the issue by replacing the cartridge and infusion set.